Event description:
It was reported that when attempting to put a slight curve in the tip of the guide wire, the tip separated. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned guide wire noted blood on the coils and there was no contrast visible which is consistent with the guide wire being handled outside the dispenser coil. Analysis confirmed the reported guide wire tip separation as the tip was separated, 7 cm distal to the proximal braze joint. The separated portion, including the distal tip joint (tip ball), was not returned. The tip coils were stretched at the separation which is consistent with the reported separation. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload. The core was bent in a c shape and the separated end exhibited smearing and fine dimples. The coil failure may be attributed to torsional overlaod. Guide wire tip separation of this type can occur due to, but not limited to, manufacturing, wire manipulation, and/or tip shaping technique. There was no specific information provided regarding how the tip was shaped, or what was used to try to shape the tip; however, the analysis of the returned guide wire did not reveal any product quality deficiency that could have contributed to the reported guide wire separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported guide wire tip separation appears to be related to operational context of the procedure. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.